Event description:
It was reported that the physician was attempting to use an integrity rx bare metal stent to treat a severely tortuous and severely calcified lesion in an unknown vessel. The device was removed from its packaging and inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated and the device passed through a previously deployed stent. It was reported that during the procedure, resistance was encountered when advancing the device. It was reported that the stent became dislodged when the device passed through a previously deployed stent. The stent could not be retrieved and was left in the patient. No patient injury was reported.

Manufacturer narrative:
Product analysis: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The distal tip was bunched and deformed. There were numerous kinks present along the hypotube. There were kinks along the distal shaft distal to the guidewire entry port. (B)(4).

Manufacturer narrative:
Correction.